Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "high blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer's mother reported that two hours after activating a pod, her son's blood glucose result was "high (>500 mg/dl). He mentioned to his mother that there was a small kink in the cannula and air in the pod. He took a manual injection of insulin, which brought his blood glucose to 27 mmol/l (486 mg/dl). At the time of the call, it was 8.2 mmol/l (148 mg/dl).